Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 168 mg/dl. The drive support cap is protruded. Advised the customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, due to constant motor error alarm. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.